Event description:
The device would not power up.

Manufacturer narrative:
Eval of the device revealed that the reported failure was caused by a loose connection in an integrated circuit socket connection.